Manufacturer narrative:
No patient involvement. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing sets separated at the blue safety clamp during priming. There was no patient involvement.

Event description:
It was reported that the tubing sets separated at the blue safety clamp during priming. There was no patient involvement.

Manufacturer narrative:
The customer's report that the tubing sets separated at the safety clamp was confirmed. Both separations were at the engagement between the lower fitment and pvc tubing components. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damages or issues were observed. No testing was deemed necessary due to the obvious separations. Visual inspection under magnification of the separated tubing ends observed insufficient solvent traces. When aligning both separated tubing ends with the lower fitment openings, an incomplete insertion was observed. Dimensional analysis of the tubing's outer diameters observed they were within specification. The root cause was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.